Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm failure- 1474" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical singapore evaluated the device and the customer's report was not replicated or confirmed. The device does not have a log feature; therefore no logs could be reviewed. Review of a provided video confirmed the customer's report. A system interconnection ribbon cable on the pim (power interface module) board was reinstalled as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.